Event description:
As reported to coloplast though not verified, patient experienced infections and erosion.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.